Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, there is no information to suggest a manufacturing non conformances contributed to the event. As information was requested but not forthcoming, the cause of the balloon burst is unknown, however is most likely due to annular calcification. The cause of the withdrawal issues are likely related to the burst balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through our (B)(6) affiliate, after a successful deployment of a 23mm sapien 3 valve, the ultra delivery system balloon had a small puncture noted during full deployment. Withdrawal difficulties with the balloon into sheath were encountered. The sheath and delivery system were removed as a unit. There was no report of patient injury.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Correction of imaging reviewed of pinhole in balloon: the pinhole as seen during review of the images indicate that residual fluid may have remained in the balloon during retrieval. However, since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis.

Manufacturer narrative:
The ultra delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and showed the balloon before inflation, balloon fully inflated, no central aortic insufficiency (ai) or significant paravalvular leak (pvl), the delivery system seen still on wire in descending aorta, delivery system in abdominal aorta, partial in sheath with wire out and pin hole leak. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. During final balloon inspection and final balloon forming the balloons are 100% dimensionally inspected. The shoulder-to-shoulder distances of the formed balloons were 100% dimensionally. Delivery systems were 100% pressure decay leak tested to ensure that there were no holes or leaks in the inflation of the balloon. During final inspection the delivery systems are 100% visually inspected by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review is performed and there was no manufacturing issues that contributed to the reported event. A review of complaint history for the ultra delivery system (all models, sizes) from previous 12 months (march 2019 through february 2019) revealed other returned complaints for ¿balloon ¿ leakage¿ and ¿delivery system ¿ withdrawal difficulty-through sheath¿. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the february 2019 control limit for all the trend categories. The ultra delivery system IFU, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. The IFU and procedural manual (transfemoral access) includes the following information that is specific to system removal. Completely unflex the delivery system prior to removal, retract the loader and remove the delivery system and the loader from the sheath. If there is difficulty removing the delivery system balloon into the tip of the sheath, push delivery system forward, rotate and attempt removal again. Repeat as necessary. If more resistance is felt when removing the delivery system through the sheath, ensure all residual fluid in balloon is removed after deployment. Maintain wire position in aorta. Perform a supra aortic angiogram to evaluation device performance and coronary patency. Remove all devices when act level is appropriate and close the access site. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿balloon ¿ leakage¿ and ¿delivery system ¿ withdrawal difficulty-through sheath¿ were confirmed using provided images. The pinhole (leakage) seen on since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Complaint history suggest that patient and/or procedural factors may have contributed to the observed balloon leakage. Medical opinion states that the balloon rupture (leakage) was likely due to calcification. If the balloon had residual volume, the increased balloon profile could then have made it difficult to retrieve into the sheath, as the balloon material could catch on the sheath tip. Alternatively, it is possible that the patient vasculature was not straight and the angle of retrieval did not allow the valve to be coaxial with the sheath tip. As such, withdrawing the valve at a suboptimal angle likely contributed to withdrawal difficulties through the sheath. However, without imagery of patient vasculature, this root cause could not confirmed. In this case, available information suggests that patient (calcification/tortuosity) and/or procedural (residual volume in balloon) factors could have contributed to the reported event. However, based on available information, a definitive root cause is unable to be determined at this time. No labeling or IFU/training inadequacies were identified. No corrective actions is required at this time. A product risk assessment (pra) was previously initiated per management discretion to investigate the balloon burst issue and its associated risks, and further investigation is being performed on the ultra delivery system balloon lots.